Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number . UDI: unknown due to unknown lot number. Explanted date: device was not explanted. Occupation: senior risk management specialist. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
Terumo medical received an FDA medwatch report # mw5108535 event description stated: (I) that the patient had an aortogram, a renal artery arteriogram: (ii) the procedure went well, and the angio-seal closure device was deployed: (iii) the patient went to the recovery room and laid flat for more than 4 (four) hours given the discharge instructions; (IV) four (4) days later, the patient was found down at home and brought to the emergency department (ed) and eventually passed away; (v) an autopsy revealed that a plastic anchor was bent in half surrounded by a hematoma and dense collagen. Additional information was received on 07 apr 2022. Medical records indicated the following: (I) the primary and secondary cause of death described in the autopsy report states that the preliminary cause of death was post-procedural hemorrhage with contributory atherosclerosis and hypertension, due to underlying resistant hypertension; (ii) the comorbidities from the full autopsy report and procedure report included images and angiographies that were performed; (iii) the patients past medical history were significant for severe treatment-refractory hypertension and left renal artery stenosis; (IV) on (B)(6) 2022, a left renal artery stenting a vascular procedure was performed; (v) on (B)(6) 2022 emergency medical services (ems) brought the patient back to the hospital after finding her down at home; (vi) upon the patient's return, emergency services found significant hemorrhage on imaging studies that included the right rectus sheath, retroperitoneum, and abdominal cavity; (vii) the autopsy findings included a retroperitoneal and abdominal wall hematoma; (viii) careful examination of the right femoral artery access site revealed remnants of a hemostatic device medial to the proximal common femoral artery/distal external iliac artery near the ostium of the right inferior epigastric artery; (ix) the stent that was previously placed was in the left renal artery ostium and was intact; (x) the heart showed marked left ventricular hypertrophy; (xi) the date the angio-seal was implant was successful for hemostasis and placed without complications at the time of the procedure; (xii) the procedure sheath that was used was a 6 fr; (xiii) a pre-deployment aortogram was performed; (xiv) hemostasis was achieved with the angio-seal device; (xv) blood loss at recovery was 10cc's; (xvi) the patient did not experience any pain in recovery; (xvii) the puncture site was proximal to the inguinal ligament just below the inferior epigastric artery. There was no notation of disease or dissection at the access site artery; (xviii) the patient was taking asa, blood thinning medication at home, aspirin 81 mg cap oral. It did not appear that there were multiple attempts, sticks performed to gain arterial access; (xix) the source of the hemorrhaging appeared to be the right inferior epigastric artery.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to attach the medwatch, attach the maude report and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Terumo tmc performed a maude search on 27 april 2022. Report number mw5108353 was found and was confirmed to be of the same reported event; therefore, the maude report has been provided. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The likely cause of the outcome of the procedure could be related to the use of the device against the instructions for use. The relationship of the device to the reported event of death cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).